Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist remotely reviewed the instrument data and instructed the customer to run patient correlation between the original dimension vista and the alternate dimension vista instrument. The customer pulled the samples as per ccc's instruction but declined to repeat them as they all appeared normal. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the integrated multi-sensor technology (imt) probe and adjusted bottom of cuvette for the imt probe. The cse ran quick check which failed pressure drop on sample probe 1 (s1). The cse replaced s1 probe, after which passed check 1 on sample. The cse observed all the electrolyte urine quality control (qc) running high. The cse bleached the sample and vent ports and imt pump tubing. The cse observed errors for imt module sample detect errors present and replaced the imt v-lyte diluent with a new lot. The cse found standard a and standard b low volume and primed the imt consumables. The cse ran qc for all electrolytes, resulting within range. The cause of the discordant, falsely elevated ca results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained from a dimension vista 500 instrument. The discordant result was reported to the physician(s) who questioned it. The initial sample was drawn from the intravenous (IV) line and the customer requested the physician to obtain a redraw. The first redraw sample was tested on the same dimension vista 500 instrument and the result matched the original sample. The first redraw result was not reported to the physician(s). A second redraw was performed and tested on an alternate dimension vista instrument, resulting lower. The second redraw result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca results.